Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by pain and cloudy effluent. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin 2 gram (frequency not reported) and an unspecified intravenous (IV) antibiotic (dose and frequency not reported. The cause of the peritonitis was a breach in aseptic technique further described as did not wear a mask and sneezed. The patient was discharged from the hospital 4 days after admission. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.